Event description:
This report is to advise of an event observed during analyisis.

Manufacturer narrative:
Analysis noted insulation abrasions at 6.5 cm and 12 cm from the connector pin, which could cause the noise observed in the field. The abrasions are consistent with that produced by friction with another device. The etfe insulation of the svc cable was not damaged. Normal electrical characteristics were measured. Failure (event) observed during analysis.